Event description:
It was reported to olympus that the evis exera iii xenon light source has no picture and static lines across with error codes of b30 and e216. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.